Event description:
As reported, when using a 5f exoseal vascular closure device (vcd) for hemostasis, the device slipped out before the visual indicator turned black-black. Upon device removal, the indicator wire loop was not deployed or visible. The procedure was completed with manual compression held for approximately 20 minutes. There were no reported injuries to the patient. This was during a below knee (bk) procedure in which an ipsilateral antegrade approach was used with a non-cordis 5f short sheath. The vessel diameter was 5 mm or greater, and there was no calcification, plaque, or stent in the proximal portion of the access vessel. There was no evidence of a stenosis greater than 50% at the access site. The physician has used the device many times prior to this procedure. The product was stored in a temperature-controlled cath lab. Femoral artery suitability was verified by angiography, including confirmation of the appropriate insertion angle, and the target femoral site had not been previously closed with a closure device or manual compression within 30 days of the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. The device was stored and prepared in accordance with the instructions for use and was utilized during an interventional procedure. There were no visible signs of device or package damage prior to use, and one exoseal vascular closure device was used for the patient. There was no difficulty connecting the vascular sheath introducer to the exoseal device, the indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal device and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped; the physician did not have their thumb on the plug deployment button during retraction; no red color was observed in the indicator window during retraction. The device will not be returned for evaluation.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Complaint conclusion:as reported, when using a 5f exoseal vascular closure device (vcd) for hemostasis, the device slipped out before the visual indicator turned black-black. Upon device removal, the indicator wire loop was not deployed or visible. The procedure was completed with manual compression held for approximately 20 minutes. There were no reported injuries to the patient. This was during a below knee (bk) procedure in which an ipsilateral antegrade approach was used with a non-cordis 5f short sheath. The vessel diameter was 5 mm or greater, and there was no calcification, plaque, or stent in the proximal portion of the access vessel. There was no evidence of a stenosis greater than 50% at the access site. The physician has used the device many times prior to this procedure. The product was stored in a temperature-controlled cath lab. Femoral artery suitability was verified by angiography, including confirmation of the appropriate insertion angle, and the target femoral site had not been previously closed with a closure device or manual compression within 30 days of the procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal use. The device was stored and prepared in accordance with the instructions for use and was utilized during an interventional procedure. There were no visible signs of device or package damage prior to use, and one exoseal vascular closure device was used for the patient. There was no difficulty connecting the vascular sheath introducer to the exoseal device, the indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal device and vascular sheath introducer were retracted together until bleed-back significantly slowed or stopped; the physician did not have their thumb on the plug deployment button during retraction; no red color was observed in the indicator window during retraction.the product was not returned for analysis. A review of the manufacturing documentation associated with lot 18527577 presented no issues during the manufacturing process that can be related to the reported event.the reported event of " indicator wire deployment difficulty unable" could not be observed as the device was not returned for evaluation. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. Additionally, it was reported that an antegrade approach was used. The exoseal¿ vascular closure device is indicated for femoral artery puncture site closure and the safety and effectiveness of the device has not been established in patients with arteriotomies in vessels with diameters < 5 mm. The precautions section in the instructions for use (IFU) indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. As warned in the instructions for use (IFU), which is not intended as a mitigation, ¿the exoseal instructions for use (IFU) notes the following: (xi.5) once the hub of the sheath introducer engages with the indicator wire cowling retract them together using one fluid motion until they lock into position against the handle assembly and an audible ¿click¿ signifies proper connection. The indicator wire will automatically deploy at this point. Caution: do not reinsert the exoseal vcd into the vascular sheath introducer if it is removed prior to locking into position. Caution: if for any reason it is desired to abort the procedure once the exoseal vcd has been introduced into the bloodstream, remove the exoseal vcd and the vascular sheath introducer as a unit. Do not attempt to withdraw the exoseal vcd from the sheath introducer, as plug dislodgment may occur.¿ neither the product history review, nor the information available for review suggests that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.